Event description:
The anesthesiologist reported that, during the procedure, the cardiotomy filter detached from the reservoir lid. Approximately 500 ml of blood was lost. It was reported that the reservoir was not broken when the package was opened. The package was not damaged. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures this autotransfusion reservoir. This is a component of the blood collection set. The incident occurred at clinique clement drevon in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). The anesthesiologist reported that, during the procedure, the cardiotomy filter detached from the reservoir lid. Sorin group (B)(4) requested the reservoir be returned for evaluation. A follow-up report will be forwarded when the investigation is complete. There was no report of patient injury. The hospital reported this incident to the country's competent authority. This medwatch report is being filed as a result of this action.